Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During positioning of a mitraclip xtw, tissue became attached to the gripper. It was removed without force and the clip was inverted. After the tissue interaction, the posterior gripper stayed lowered and anterior gripper stayed against the shaft during attempts to capture the leaflet. After multiple grasping attempts it was reported that the gripper line detached from the grippers. The clip was inverted again and removed. No tissue damage was noted. A replacement mitraclip xtw was placed successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated. Returned device analysis confirmed the gripper line separation from their intended location (intact gripper lines out of suture knots and separated from l-lock shaft). The reported difficult or delayed positioning -anatomy could not be replicated in a testing environment due to it being related to patient or procedural /operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a similar complaint reported from this lot. Based on available information, the difficult gripper actuation is related to the observed separated gripper lines. The reported difficult or delayed positioning (anatomy) appears to be related to procedural conditions (anatomical interaction during positioning). The investigation determined the separated gripper lines to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130421 and exception (action) 135842 are referenced. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.